Event description:
It was reported that the impedance readings on electrodes 4-7 were greater than 10,000 ohms. It was suggested that the lead may have been damaged during implantation. The pt outcome was noted as "ok." No further details, pt symptoms or outcome was provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). The lead has been returned (and was received by the manufacturer on (B)(4) 2010) to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.